Manufacturer narrative:
As reported the graft tore when being deployed down a 12 mm port. The subject product was discarded by the user facility and not returned for evaluation. Based on not having the sample returned for evaluation no conclusion can be made. However, the most probable root cause is the graft became damaged during trocar deployment. Regarding deployment the instructions-for-use state, "xenmatrix ab surgical graft may inhibit deployment through trocars during laparoscopic repairs. If the xenmatrix ¿ ab surgical graft cannot be easily deployed down the trocar, remove the trocar and insert the implant through the incision. Reinsert trocar." A review of the manufacturing records was performed and found that the lot was manufactured to specification.

Event description:
As reported, during a laparoscopic hiatal hernia repair while using xenmatrix ab graft, it "ripped" when deployed down a 12 mm port. The graft was removed and another xenmatrix ab graft was then used to complete the case without further issue. There was no patient injury.